Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a female pt has since opacified. Request has been made for additional info, however no furthr info has been provided.